Event description:
It was reported their implantable neurostimulator (ins) did not last more than 5-6 months. It was noted they did not get it replaced right away because they were not fully healed from the implant.

Manufacturer narrative:
Concomitant medical products: product ID: 3586, serial# (B)(4), implanted: (B)(6) 1994, product type: lead. Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1994, product type: extension. (B)(4).

Event description:
It was further reported the patient received assistance from their doctor or manufacturer representative and their concerns were resolved. They replaced the ¿beeping device¿ on 2014-(B)(6).